Event description:
It was reported to medtronic minimed that the customer experienced insulin cartridge holder is broken, near the needle, and the top is broken where the syringe screws on. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and customer confirmed broken/damaged inpen. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-105elblna was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: cracked cartridge holder and inpen front shell does not stay attached. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Cartridge holder cracked. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with cracked cartridge holder tip. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.